Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A surgeon reported that two lenses used during the same surgical setting were noted to be scratched upon entering the patient's eye. The lenses were both inserted with same handpiece, so on the third lens attempt the surgeon used a different handpiece and the lens was delivered without any issues. The surgeon blames the handpiece. There was no harm to the patient. Additional information was requested.

Manufacturer narrative:
One opened handpiece injector was returned for evaluation for the report of a scratch for two lenses. Two photos of the lenses were provided. The review of two lenses were reviewed that were returned with the complaint file. The photos show scratches present on both lenses. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in august 2015. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed conforming. The evaluation does not confirm the injector was the cause for the scratches on the lenses. The injector handpiece met specification. The reason for the scratches cannot be determined from this evaluation. Associated non-suspect products were returned to manufacturer. Two lenses and two cartridges were returned with the handpiece listed for the specific complaint. All four products were evaluated. The two cartridges had viscoelastic observed. Both had evidence of being placed into a handpiece. No damage was observed to either cartridge. The cartridges were cleaned and dye stain tested with acceptable results. Both lenses have been cut in half. Both lenses exhibit scratches. The scratches observed are very narrow on the anterior surface. The scratch on the first lens originates at a small gouge on the edge and travels in toward the center. This type of scratch would be consistent with damage caused by an instrument used to grasp the lens. The scratch on the second lens is in the center. There are two small cracks that could have occurred during the removal. There are several marks that overlap as if something was scraped across the surface several times. Additional information was provided. The manufacturer internal reference number is: (B)(4).